Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on lvas support with no further issues reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of patient¿s history of lvad thrombosis is reported on medwatch MFR report # 2916596-2017-01290. (B)(4). Approximate age of device - 5 months and 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during an outpatient clinic visit on (B)(6) 2017, a drop in the patient¿s hemoglobin from 10.2 to 7.4 mg/dl was observed. At the time of the event, the patient was taking aspirin and warfarin. The patient was referred to emergency department (ed) and upon arrival to ed, the patient¿s hemoglobin had further dropped to 6.9 mg/dl. The patient was transfused with 2 units of packed red blood cells and anticoagulation was continued due to patient¿s history of lvad thrombosis. The patient underwent a colonoscopy and an esophagogastroduodenoscopy performed on (B)(6) 2017 revealed a small arteriovenous malformation in the antrum of the stomach that was treated with argon plasma coagulation and showed no active bleeding. A c-scope performed on (B)(6) 2017 was negative for obvious bleed. Patient¿s proton pump inhibitors was increased and aspirin dose decreased from 325mg to 81mg daily. The patient was discharged on (B)(6) 2017 in stable condition with gi bleed resolved. No additional information was provided.